Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. The pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating a button error from the insulin pump. The customer's blood glucose level was unknown. The customer stated that the escape button on her pump is not working. The customer mentioned that the buttons are hard to press. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.